Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-02138. Reference MFR. Report#: 1627487-2019-02137. Further information received advised that the scs system was explanted due to discomfort at the ipg site.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2019-02138, reference MFR. Report#: 1627487-2019-02137. It was reported that the patient underwent surgical intervention wherein the scs system was explanted. No further information is known at this time.